Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. This damage to the implant indicates failure was likely due to deployment against resistance, such as bone and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during an indirect decompression spacer implant procedure the device broke apart when being deployed in the patient. It was noted that the patient had a tight space causing resistance. The broken device was removed, a new spacer was implanted, and the procedure was successfully completed.

Event description:
It was reported that during an indirect decompression spacer implant procedure the device broke apart when being deployed in the patient. It was noted that the patient had a tight space causing resistance. The broken device was removed, a new spacer was implanted, and the procedure was successfully completed.